Event description:
The device was returned for analysis after being explanted for normal battery depletion indicators. At explant a clinical engineer had an impression that the battery depleted rapidly during the last 9 months. The device subsequently tested out of specification during mfgr's analysis. No patient complications have been reported as a result of this event